Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incidents from the reported lot. A definitive cause for the reported slda in this incident could not be determined. Additionally, the reported recurrent mr was the secondary effect of the reported slda. The reported patient effects of mitral regurgitation (mr) as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other additional mitraclip referenced is being filed under a separate medwatch report number.

Event description:
This is being filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 1-2. On (B)(6) 2020 a control echocardiogram was performed, which found that one of the clips detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr had increased to 3. The second clip remained stable. On (B)(6) 2020, the second clip was noted to be detached from the anterior leaflet and mr increased to 4. There was no treatment performed. No additional information was provided.